Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1485215 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 3:03 pm while in her healthcare provider's office she was asked to check her glucose using her adc blood glucose meter and received a reading of 186 mg/dl. Customer was then sent to a lab to have a blood glucose test done and reported a reading of 60 mg/dl was received. Customer was given juice and crackers at the lab. It is unknown how much time may have elapsed between these results. No further information was provided as the customer declined to continue with troubleshooting. There was no report of death or permanent injury associated with this event.